Event description:
The patient's explanted generator was returned for analysis. Completion is pending.

Event description:
Product analysis was completed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported by our distributor in (B)(6) that there was a vns patient who was seen on (B)(6) 2012 and it was found that the generator pocket was open and the generator/lead were extruding at that site. Their generator and lead were explanted on (B)(6) 2012. Their explanted product will be returned for analysis. Their generator was reported to be totally out of the pocket. The patient didn´t show signs and symptoms of an infection. They had granuloma of their skin. Their surgeon thinks that the patient had a reaction to the device in their body and had granuloma of the skin. The patient is very neglected and malnourished. This patient and their family did not attend follow up programming sessions or appointments. The patient showed signs of seroma or granuloma 21 days after implantation of their vns. The patient never came back for follow up visits. No patient trauma or manipulation was reported prior to the onset of the event. There were no changes in medications prior to the event that they were aware of. The patient had been lost to follow up for a long time. It is not felt that they were allergic to the device. The patient doesn´t have any medical history of any allergic reactions or granuloma.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.